Event description:
Through implant patient registry, it was learned that a patient with a 21mm 11500a aortic valve explanted after an implant duration of 3 years and 3 months due to unknown reasons. The explanted valve was replaced with another 21mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, g3, g6, h6 health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
Through implant patient registry, it was learned that a patient with a 21mm 11500a aortic valve explanted after an implant duration of 3 years and 3 months due to endocarditis with aortic root abscess. The explanted valve was replaced with another 21mm 11500a inspiris resilia aortic valve. Per medical records, recently, the patient presented with signs and symptoms of bacteremia and was diagnosed with av endocarditis with aortic root abscess. The patient underwent avr utilizing a 21mm 11500a aortic valve. Intraoperatively, a stable intramural hematoma developed in the descending aorta due to aortic wall injury, likely from cannulation. Postoperative tee reveled well-seated bioprosthetic aortic valve with no pvl. The patient tolerated the procedure well and was transferred to the cicu an stable condition.